Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip were reported. Implantation performed in (B)(6) 2010.